Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
A.1.-a.4. Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message during procedure. There was no report of patient injury.